Event description:
It was reported that a spectrum pump infused 250 ml of lipids to a pt over 3 hours. When the pump was programmed to deliver 10 ml/hr. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned for eval to baxter. Therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.